Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
During an orif foot trauma procedure, the drill bit became fused to the drill guide and could not be dislodged. There was no patient injury or delay in the procedure as a result of the event.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-01651 / 01634). Device discarded.

Event description:
During an unknown trauma procedure, the drill bit became fused to the drill guide and could not be dislodged. There was no patient injury or delay in the procedure as a result of the event.